Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed because the issue could not be duplicated. A full system check was performed. They suspect a loose connection that was resolved with the system check. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site turned the system on to complete calibrations and the pendant stated stand alone mode. They rebooted the mobile view station (mvs) and image acquisition system (ias) with the umbilical disconnected and connected with no change. No patient was present at the time of the event.